Manufacturer narrative:
The customer had further issues and found that the flow path was dirty. The engineer performed a deep cleaning of the instrument. The customer ran calibration and controls. The customer also ran a patient cross-check. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas pro ise analytical unit. The initial results were reported outside of the laboratory and questioned by a physician. The samples were repeated and the repeat results were deemed correct. The first sample initially resulted in a na value of 155 mmol/l and it repeated as 142.7 mmol/l. The second sample initially resulted in a na value of 146.7 mmol/l and it repeated as 138.3 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer determined that the potassium electrode needed to be conditioned. The electrodes were conditioned. The customer calibrated and ran controls without any issues.